Event description:
It was reported to boston scientific corporation that a speeband superview super 7 device was used in the anorectum around the dentate line during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the fourth band was successfully deployed; however, the fifth, sixth and seventh bands had been entrapped and would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was secured in the handle assembly and it was partially rolled in the handle assembly. It was also noted that it was kinked at the proximal section. The suture was broken. It was noticed that one section was attached to the trip wire loop and the other section was attached to the ligator head. Further analysis noted that the evidence of suture cut was likely to remove the device from the scope. This condition is not considered as an issue of the device. There were four bands on the ligator head and it was observed that these bands were moved out from their original positions with some bands were caught under the other bands, indicating the deployment failure. The suture hole was in good condition and no damages were observed. Some ligator head teeth were found damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speeband superview super 7 device was used in the anorectum around the dentate line during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the fourth band was successfully deployed; however, the fifth, sixth and seventh bands had been entrapped and would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.